Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "contracture," baker grade unknown, and "presence of folds" against right side device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5(a), a6, b5, h6.

Event description:
Healthcare professional reported the device has been explanted. It was noted the patient was treated with "systemic corticoids".